Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm whole unit 10bg 500 had foreign matter on the plunger rod. The following information was provided by the initial reporter: material no. 328438, batch no. 0203534. It was reported that there was a substance on the plunger rod. Verbatim: pharmacist reported complaint on behalf of consumer. Stated the 8mm syringes have some sort of oil or substance on the plunger inside of the barrel. Stated the consumer noticed this when drawing back the plunger and returned the boxes to the store. Pharmacist provided replacement. Reported same issue with 6mm syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (6) loose 3/10cc syringes. Customer states that there was a substance on the plunger rod. All returned syringes were examined and no foreign matter was observed on the plunger rods or anywhere else on the samples. A review of the device history record was completed for batch # 0203534 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 had foreign matter on the plunger rod. The following information was provided by the initial reporter: material no. 328438 batch no. 0203534. It was reported that there was a substance on the plunger rod. Verbatim: pharmacist reported complaint on behalf of consumer. Stated the 8mm syringes have some sort of oil or substance on the plunger inside of the barrel. Stated the consumer noticed this when drawing back the plunger and returned the boxes to the store. Pharmacist provided replacement. Reported same issue with 6mm syringes.